Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an interbody fusion using a cage and rhbmp-2/acs from a tlif approach. At an unknown time post-operatively, the patient presented with leg pain. Scans showed edema in the spinal canal. Subsequent investigation confirmed that there was not an infection but demonstrated increased inflammatory markers.